Event description:
This valve was explanted due to endocarditis, pv leak & insufficiency. This valve was a replacement for a sjm27aecs, explanted due to pv leak. According to the op report, approximately 40% of the valve's circumference as dehisced and the remainder of the valve was "densely incorporated". The tissue in the area of the right and non-coronary cusps appeared to be "somewhat soft". There was no evidence of "frank" infection, granulation tissue, or acute inflammation or reaction and cultures were negative. The path report stated there was no vegetation in the cusps and the diagnois was "paravalvular abscess with graft material, acute inflamattion, fibrin and bifrosis". According to the discharge summary, it was felt the patient might have had culture negative endocarditis; therefore; anitobiotics were continued.